Manufacturer narrative:
This device was discarded and will not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to a rising threshold five days post implant. Subsequently, the patient underwent a revision procedure, and this rv lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The lead was discarded at the facility and therefore is not available for return.